Event description:
The sales rep reported that the housing came apart. The housing opening could expose the non-sterile battery to the sterile field. There were no adverse consequences, medical intervention or delays.